Event description:
Procedure type: cesarean section - additional info provided by medical records, dr notes and other available documents indicate the pt's injuries include blisters and epidermal loss due to burn (second degree) on the abdominal wall and thigh. These documents go on to suggest these injuries were caused by caustic and corrosive substances, such as ethylene oxide sterilized materials and/or cleaning solution, and not by the force 1c generator (which was found by the hosp to be functioning correctly) or the e7507 return electrode pad (of which there is no evidence of product failure or involvement).

Event description:
Procedure: unspecified. According to the pt's attorney: the pt was "severely burned in 2004, "suffered permanent disabling injuries, [and] permanent scars," and "electrosurgical units and pt return electrodes used on the [pt]... Caused the [pt's] injuries and damages." The attorney further alleged that "the electrosurgical units and/or pt return electrodes were defective, hazardous and/or unreasonably dangerous products." However, the extent, severity, or treatment of the alleged injuries was not described to the company.